Manufacturer narrative:
Evaluation summary: the product was not returned to the post market vigilance laboratory for analysis, however, a picture of the device was provided. The picture showed the outer blue insulation on the cable is damaged. The red primary inner wire appears to be intact and not damaged. The reported condition was confirmed. The investigation of the picture found the outer blue insulation on the cable is damaged. The red primary inner wire appears to be intact and not damaged. The investigation could not determine the root cause of the customer's report. This product was manufactured in 2007. Another possibility is the cord was caught in a sealing device. Both the conveyor and sealing equipment used to produce this product in 2007 are no longer in use in production. Manufacturing performs a 100% visual inspection and a 100% hipot test of the product in manufacturing, in addition to a statistical sample being verified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was falling apart, and review of a provided photograph found the cord insulation was damaged. There was no patient involvement.